Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event and the surgeon were asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the serial number, the event date, and explant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported, a leak in the 10.0cm lap-band system that was implanted four years ago. An x-ray was done, but did not find the leak. The pt wrote that the doctor thought there was a leak. An investigation is in progress. Follow-up findings: physician reported, "I performed gastric band adjustment by fluoroscopy in two different occasions with soluble contrast medium without seeing any leak, neither at the catheter and neither the band; however, the pt refers at both times, lack, or complete loss of satiety 2 to 3 hours after adjustment. In the x-ray, the band is in correct place without any kind of migration or slippage. I suspect that the port could be the site of leak, I didn't corroborate it."